Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding (major). Gi bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's recent implant procedure and anticoagulation therapy. The medical team believes the event to be related to both the device and the patient's condition. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study database that this patient developed gi bleed approximately 2 weeks after lvad implant procedure. He presented with melena on (B)(6) 2015 and was started on protonix. Additionally he received many units of blood over the following days. An upper gi endoscopy was performed on (B)(6) 2015. Results noted mild inflammation in various areas throughout upper gi tract. The event was reported to have resolved by (B)(6) 2015. The medical team believes the event to be related to both the device and the patient's condition.